Event description:
It was reported that during a supply change the user accidentally trapped the convatec inset infusion tubing under the adhesive tape, then deployed a replacement infusion set incorrectly with poor adhesion; the user declined a further site change and stated she would tape it down despite guidance to replace the set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included troubleshooting and education regarding correct infusion set placement and the recommendation to perform a site change. Investigation of this case revealed user handling error leading to an incorrectly deployed infusion set and inadequate adhesion of the infusion set tape. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during infusion set application.

Manufacturer narrative:
Initial.